Manufacturer narrative:
Initial and final (B)(4)- device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where ten infusion sets fell off over the past month during use. Infusion sets were used for 2 days. Blood glucose was 200-359 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.